Manufacturer narrative:
Investigation summary: three photos and thirteen 1ml syringes in fully sealed blister packs confirmed to be from batch #8088606 (p/n 309628) were received and evaluated. Nine of the syringes were observed to have a scale marking defect. It appears the scale fades around the 0.9ml and disappears as it approaches the 1ml mark. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with scale marking errors beyond 0.8 ml affecting about 30% of syringes in two boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe there was an issue with scale marking errors beyond 0.8 ml affecting about 30% of syringes in two boxes.